Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the vapr 2.3mm wedge 21 deg -ea would not start. The surgeon had to change to a different unit and the procedure was able to be completed. During in-house engineering evaluation, it was determined that the device would not coagulate. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. Small scratch in ceramic. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the device failed electrical and functional tests. Investigation of the internal wiring has shown that the device appeared to have been manufactured correctly, with evidence of the active being correctly soldered to the pcb and evidence that the return wire had been correctly soldered to the return of the electrode. The proximal portion containing the internal wiring did seem abnormally loose compared to other devices taken for comparison from gyrus stock. It would appear that at some point the proximal end of the device may have been over torqued or removed to a point so as to break the active and return wires from their connections. No evidence of any manufacturing defect was found and a review of the complaint device batch records for lot u1808154 shows this type of device is 100% inspected for continuity as per the product control plan which would indicate the defect has occurred post manufacturing process. The evidence seen would suggest the proximal portion of the electrode (pcb shroud) has at some point been damaged by mechanical force therefore no further investigation is possible. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).